Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 47-year-old female patient who had essure (batch no. A96180) inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), anxiety ("anxiety") and fatigue ("tiredness") and was found to have weight increased ("weight gain"). The patient was treated with fluoxetine, lamotrigine (lamotrigin) and surgery (essure removal (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, anxiety and fatigue had not resolved. The reporter considered anxiety, fatigue, genital haemorrhage, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5101699) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('recently had an ultrasound and broken piecesof coils were found in uterine wall'), device expulsion ('it had migrated from one fallopian tube to uterine wall.') And pelvic pain ('pelvic pain') in a 47-year-old female patient who had essure (batch no. A96180) inserted for birth control. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid;ergocalciferol;folic acid;retinol;tocopherol;vitamin b nos (multiple vitamins), fluoxetine hydrochloride (prozac), iron and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization, medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), anxiety ("anxiety"), fatigue ("tiredness") and heavy menstrual bleeding ("heavy periods") and was found to have weight increased ("weight gain"). The patient was treated with fluoxetine, lamotrigine (lamotrigin) and surgery (essure removal (B)(6) 2019 and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device expulsion and heavy menstrual bleeding outcome was unknown and the pelvic pain, genital haemorrhage, weight increased, anxiety and fatigue had not resolved. The reporter considered anxiety, device breakage, device expulsion, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: broken pieces of coil were found in uterine wall. Concerning the injuries reported in this case, the following one/ones was/were reported from maude: device expulsion, device breakage, heavy menstrual bleeding. Lot number: a96180 manufacture date: 2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-jun-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5101699) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('recently had an ultrasound and broken piecesof coils were found in uterine wall'), device expulsion ('it had migrated from one fallopian tube to uterine wall.') And pelvic pain ('pelvic pain') in a 47-year-old female patient who had essure (batch no. A96180) inserted for birth control. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid;ergocalciferol;folic acid;retinol;tocopherol;vitamin b nos (multiple vitamins), fluoxetine hydrochloride (prozac), iron and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization, medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), anxiety ("anxiety"), fatigue ("tiredness") and heavy menstrual bleeding ("heavy periods") and was found to have weight increased ("weight gain"). The patient was treated with fluoxetine, lamotrigine (lamotrigin) and surgery (essure removal (B)(6) 2019 and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device expulsion and heavy menstrual bleeding outcome was unknown and the pelvic pain, genital haemorrhage, weight increased, anxiety and fatigue had not resolved. The reporter considered anxiety, device breakage, device expulsion, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: broken pieces of coil were found in uterine wall.. Concerning the injuries reported in this case, the following one/ones was/were reported from maude: device expulsion, device breakage, heavy menstrual bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-jun-2021: maude document received: events: 'pieces of broken coils were found in uterine wall', & 'it had migrated from fallopian tube to uterine wall', heavy periods. Lab data, concomitant medicines, patient demographic, reporter information, rcc were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5101699) on 05-jun-2021. The most recent information was received on 19-may-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded along the left side of the uterus in the mesosalpinx"), device breakage ("recently had an ultrasound and broken piecesof coils were found in uterine wall"), device expulsion ("it had migrated from one fallopian tube to uterine wall.") And pelvic pain ("pelvic pain") in a 47 year-old female patient who had essure inserted (lot no. A96180) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of adenomyosis. Concomitant products included vitamin d [vitamin d nos], iron, multiple vitamins (ascorbic acid;ergocalciferol;folic acid;retinol;tocopherol;vitamin b nos) and prozac (fluoxetine hydrochloride). On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), device breakage (seriousness criteria hospitalisation, medically important and intervention required), partial expulsion of device (seriousness criteria medically important and intervention required), pelvic pain female (seriousness criteria medically important and intervention required), genital bleeding ("bleeding"), anxiety ("anxiety"), tiredness ("tiredness") and heavy periods ("heavy periods") and was found to have weight increased ("weight gain"). The patient was treated with fluoxetine and lamotrigin (lamotrigine) as well as surgery (laparoscopic bilateral salpingectomy hysteroscopy with biopsy, hysterectomy and essure removal (B)(6) 2019). At the time of the report, the pelvic pain, genital haemorrhage, weight increased, anxiety and fatigue had not resolved. The outcomes for embedded device, device breakage, device expulsion and heavy menstrual bleeding were unknown. The reporter considered anxiety, device breakage, device expulsion, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic pain and weight increased to be related to essure administration. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2013. Discrepancy noted in date of removal (B)(6) 2019 and (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): broken pieces of coil were found in uterine wall. Concerning the injuries reported in this case, the following one/ones was/were reported from maude: device expulsion, device breakage, heavy menstrual bleeding. Lot number: a96180. Manufacture date: 2013-01. Expiration date: 2016-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-may-2022: medical record received. Event device embedded added. Reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. A96180) inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), anxiety ("anxiety") and fatigue ("tiredness") and was found to have weight increased ("weight gain"). The patient was treated with fluoxetine, lamotrigine (lamotrigin) and surgery (essure removal (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, anxiety and fatigue had not resolved. The reporter considered anxiety, fatigue, genital haemorrhage, pelvic pain and weight increased to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.